Event description:
Gestational diabetic had been receiving high blood glucose results. The customer's dr increased insulin based on results. The customer did not feel well and went to the hosp. The customer device read 279 mg/dl and the hosp device read 93 mg/dl. The customer was kept for 24 hours. Blood and urine testing was performed. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.